Manufacturer narrative:
Investigation pending.

Event description:
Customer reported false negative hcg results. No information on any confirmation method; no patient information provided. Customer has been contacted three times; voice mail messages were left; customer has not returned any of the calls.